Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a metasul, alpha insert, hooded, mm/28 on (B)(6) 2003. The patient underwent a revision surgery on (B)(6) 2016 due to wear of poly material, pain, loosening and osteolysis. It was also reported: "metal inlay in the poly has damaged the taper of the stem." Additional information has been requested and is currently not available.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient had a metasul alpha insert implanted on (B)(6) 2003 and underwent a revision surgery on (B)(6) 2016 due to wear of pe, pain, loosening and osteolysis. Metal inlay in the pe damaged the taper of the stem. All components were revised. Review of received data: only one photo of the explanted cup was received. Shell and insert are observed to be still assembled. The pe part of the insert seems to be worn significantly. Blood infusion is noticed on the pe component as well. Devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer (B)(4). Root cause analysis: possible reasons which might lead to the wear of the pe component of the insert, release of pe particles and a subsequent loosening include motion between the components of the cup, wrong behaviour of the patient and impingement with the stem. No medical data as x-rays, operation reports or office visit notes were received. Photo of the explanted stem was not available. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Additional information has been requested but was not available. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Conclusion summary: based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).